Event description:
It was reported the pt's programmer is unresponsive after pressing the '+' button while attempting to increase amplitude. An sjm rep met with the pt and confirmed the issue. A replacement programmer was sent to address the issue. Follow up is pending to determine if the issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.